Event description:
This report is for the first of two devices. Refer to associated manufacture report 300599803-2010-01514 for a description of the second device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon ruptured. The physician used a second balloon and the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable".

Manufacturer narrative:
A visual and tactile examination revealed no damage noted to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a 1mm longitudinal tear located at the distal edge of the distal markerband.

Event description:
This report is for the first of two devices. Refer to associated manufacture report 300599803-2010-01514 for a description of the second device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon ruptured. The physician used a second balloon and the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable".